Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up with episodes of post-paced t wave oversensing exhibited by the implantable cardioverter-defibrillator. Programming interventions were made.

Manufacturer narrative:
Correction: h6 health effect - impact code. A4 - patient weight.